Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: during investigation, a loose component failure was detected. The transceiver antenna pins were broken free. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.